Event description:
On (B)(6) 2001, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan showed positive mesenteric perforation. Perirenal inferior vena cava filter was noted to have one of the prongs extending 1mm outside the inferior vena cava (ivc) wall.

Event description:
On (B)(6) 2001, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan showed positive mesenteric perforation. Perirenal inferior vena cava filter was noted to have one of the prongs extending 1mm outside the inferior vena cava (ivc) wall.